Event description:
The patient had a biventricular ICD implanted three months ago. Routine follow-up showed a high pacing threshold within the right ventricular (rv) electrode and total dislodgment of the coronary sinus/left ventricular electrode. The patient was admitted for lead repositioning. From the operative note, "the right ventricular dual-coil electrode had its active fixation device withdrawn. The lead was relocated further distally within the right ventricle. Unfortunately, however, the active fixation device would not redeploy. Accordingly, this lead was removed in its entirety." The lead was removed for failure of deployment of screw and replaced the lead from another manufacturer. The patient was discharged in good condition the following day.